Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient orders were not crossed over. A technical support specialist dialed in to the es server, logged in to the es website, confirmed that the patient was showing as admitted, and verified that the given order ID was now visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patient order not crossing over. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.